Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received the attached user facility report ((B)(4)) from the intermacs registry. The report stated "drive-line revision with transportation of drive line to the rectus abdominus." The MFR received a device tracking form from the hospital which states that the pt was transplanted on (B)(6) 2012.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is complete.